Event description:
The device was used during a lavh procedure. Reportedly, the safety shield did not not retract. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.